Event description:
It was reported that at the surgery, when the surgeon bend the cross connector with the bender, the cross connector was broken. The surgeon replace the cross connector to other one and the surgery was completed successfully.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the customer reported event of the fracture of the sr90d cross connector was confirmed via a visual inspection. The edges of the connector were projected onto paper and measured to determine the approximate bending angle at the time of fracture. Based on the deformation of the device it is likely that the device was bent between 43 to 63 degrees. The surgical technique specifies that the connector should not be bent beyond 22 degrees. Conclusion: the most likely cause of the fracture is excessive bending.

Event description:
It was reported that at the surgery, when the surgeon bend the cross connector with the bender, the cross connector was broken. The surgeon replace the cross connector to other one and the surgery was completed successfully.